Event description:
It was reported that during a ptca/stent procedure, while attempting to deploy the stent, it was noticed that the inflation device would not hold pressure at 10 atm. Therefore, the stent was not fully deployed. An attempt was made to remove the stent delivery system from the vessel, and the stent became separated from the delivery system proximal to the lesion. A balloon was advanced inside the stent, and the stent was successfully deployed in the proximal vessel. Another stent was successfully deployed in the lesion to complete the procedure. No pt injury was reported. No other info was provided.